Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow and down arrow were intermittently unresponsive and the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling at the down arrow. During testing, the up arrow and contrast keypad buttons had an intermittent response. The down arrow and ok buttons responded appropriately. The keypad was removed and evidence of contamination was found under the up arrow, down arrow, and contrast button contacts. Unrelated to the complaint, a crack was observed along the battery compartment extending from the fingerpad to the case seal.